Manufacturer narrative:
B4:01oct2021 it was previously reported that the device was not in use when the issue was found. Further review of the complaint shows that it's unknown if there's patient involvement when the issue was found. Multiple attempts were made to obtain patient information with no response from the customer.there was no patient harm, injury, or intervention reported

Manufacturer narrative:
B4: (B)(6) 2021. The front bezel was replaced to resolve the issue. The user interface bezel assembly was returned for failure investigation.all tests passed. This customer returned ui front bezel assembly (checkmark) was tested with no functional failures were identified.

Event description:
It was reported to philips that the navigation ring not working and that the settings were unable to be adjusted using the navigation ring. The device was not in use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site to provide additional assistance.